Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she pressed a button on her insulin pump and a wavy line appeared on the display; when she presses act the display goes wavy. The anomaly occurred during a bolus attempt. The patient's blood glucose at the time of incident was 212 mg/dl. Troubleshooting was initiated for the partial display anomaly. The customer was using an (B)(6) aaa alkaline battery. The customer confirmed that the device was neither dropped nor bumped. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.